Event description:
The international customer returned the device to the manufacturer's service location reporting that the unit would operate on battery only. The device was not in use on a patient, therefore, there was no patient involvement or harm. Upon evaluation of the ventilator, the manufacturer's service technician reported the unit could not be started when powered on via ac or battery power. The service technician reported that a liquid was found inside the unit that appeared to be due to a capacitor leak on the motor controller board. Factory analysis of the unit confirmed the customer report of operating on backup battery power and the service technician report of liquid from the capacitor. The power supply and motor controller board were affected by the finding. A failure of the device motor controller pcb board may result in non-operation of the blower, which may affect ventilation in normal ventilation mode use.